Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy procedure, while on the process of detachment of the lung parenchyma, the staple has a poor staple formation. It was reported that the b shape could not be formed. Another reload was used to resolve the issue and complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was fully fired. Clamping mechanism and anvil were observed deformed causing jaws tips to not touch as expected leading to a gap instead of increasing from tip to proximal end. Cartridge pushers were observed fully deployed confirming that the sled was correctly assembled (observed in correct position after firing). Clamp button was engaged to the unit and traces indicate it was properly assembled and actuated when attempted to be fired. Interlock was engaged in the channel detents and found functional. When opened or disassembled, anvil was observed deformed when compared to a representative good assembly. Clamp bar was observed broken in the middle area of the knife which is responsible to close the jaws with the clamp button engage when performing the firing. Also, both hold the jaws at closed position to maintain the gap between anvil and cartridge for the staples registration and formation. Functionally, the unit was loaded and unloaded in a representative instrument without any irregularities. It was reported that the staples did not form as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if there was an obstruction or a thick tissue was placed within the jaws causing an excessive force that led to bar breakage; this in return did not allow the instrument to fire correctly causing "staple formation¿ failure after clamp bar broke. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy procedure, while on the process of detachment of the lung parenchyma, it was noted that the staple has a poor staple formation. It was reported that the b shape could not be formed. Another reload was used to resolve the issue and complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d8, d9, g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy procedure, while on the process of detachment of the lung parenchyma, it was noted that the staple had a poor staple formation. It was reported that the b shape could not be formed. Another reload was used to resolve the issue and complete the procedure. There was no patient injury.